Event description:
The infusion pump was set up to infuse a standard IV solution into a pt, a 1000cc bag was hung and the pump was programmed at a rate of 100ml/hr. Approx 3 hous passed and the bag was found empty, the display on the pump showed a rate of 100ml/hr and a volume of 318ml infused. The reported overinfusion did not have any adverse affect on the pt and no medical or therapeutical intervention was needed. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt info and the exact type of solution being used.